Manufacturer narrative:
Device passed self test and displacement test. No missing segments or partial display noted. Device received with peeling keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not read the display of insulin pump. The customer¿s blood glucose level was 102 mg/dl the customer was assisted with troubleshooting. Customer stated the scratch was on the lcd screen. Customer stated that the plastic part of the button and the top of the buttons of the insulin pump was completely peeling off already. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.